Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump locked up and became non responsive. The customer's blood glucose value was unknown. The insulin pump received failed battery alert at least once in a month, rejected new batteries and lost setting during battery change, both date and time and basal setting. The customer also stated that scratches on screen that did not affect readability and battery indicator was not working properly. The insulin pump will not be returned for analysis.